Event description:
It was reported that the infinity central station (ics) shut-down due to an accidental power loss. As per report, the monitoring of the individual patients via their bedplace monitors was not interrupted; the event did not have medical consequences.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the infinity central station (ics) shut-down due to an accidental power loss. As per report, the monitoring of the individual patients via their bedplace monitors was not interrupted; the event did not have medical consequences.

Manufacturer narrative:
The dispatched dräger service engineer could verify in interviews with the users that the shut-down of the infinity central station (ics) was related to an accidental unplugging from the wall outlet socket; function of the ics could be restored after the event by simply plugging it back in. The disconnection from electrical power fully explains that no alarm at all could be generated at the ics anymore and, the system has no capability to alarm a power loss. When connection to the dedicated ics gets lost (network issue or ¿ like in this case, power loss of the ics), the bedside monitors continue to monitor the patients. All m300 devices will display a banner indicating that connection to the ics got lost. Furthermore, the volume of audio alarms will be changed to 100% autonomously, independent from the setting defined before. In addition to that, the setting to 100% cannot be overruled manually by the user for the duration of the connection loss to the ics. Dräger finally concludes that there was no issue with the used devices which would require repair or correction ¿ the reported event was caused by unintended use error (unplugging the ics). The associated risk is under control since the primary monitors at the bedside respond to the connection loss by adaptation of the audio alarm volume. The connectivity loss is indicated by a dedicated banner in the display of each bedside device that belongs to this care unit. As a preventive measure, it is recommended to connect the ics to an uninterruptible power supply.